Event description:
Information as reported to davol: during a foot procedure, the splash guard tip detached from the simpulse device. This occurred after the device was removed from the patient. When the device was handed over to the or staff member, it was noted that a piece of bone was lodged in the tip / shield area. When the unit was put on the table the distal tip fell free. The event did not impact the patient or procedure. If the tip had come free while in use it could result in the need for intervention to remove the fragment.

Manufacturer narrative:
Available information indicates no device will be returned. A lot number has not been provided; therefore, a review of the device history record for the product code and lot number could not be performed. Based on the available information and without the product being returned, we are unable to determine what may have caused the tip to have detached. If additional event and/or evaluation information is obtained, this report will be updated.